Event description:
Information received indicates the reverse trendelenburg function is not working.

Manufacturer narrative:
The technician found the trend assembly was missing. The technician replaced the trend assembly to repair the bed.